Event description:
It was reported that during log file review, the controller exhibited an unexpected loss of power. The controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: dvpa2d4 ICD implanted (B)(6) 2022 6947m62 lead implanted (B)(6) 2013. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Product event summary: the controller (con412274) was not returned for evaluation. Log file analysis revealed two controller power-up events, with associated motor start events, logged on (B)(6) 2022 at 07:36:05 and on (B)(6) 2022 at 09:39:15. The data point prior to the first loss of power revealed that bat906473 was connected to power port one (1) with 24% relative state of charge (rsoc) and bat906472 was connected to power port two (2) with 42% rsoc. The data point recorded after the first loss of power revealed that bat811063 was connected to power port one (1) and bat906539 was connected to power port two (2). The data point prior to the second loss of power revealed that bat811063 was connected to power port one (1) with 21% rsoc and bat933586 was connected to power port two (2) with 38% rsoc. The data point recorded after the second loss of power revealed that bat955409 was connected to power port one (1) and bat906539 was co nnected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for 13 seconds and 12 seconds, respectively. As a result, the reported event was confirmed. A possible root cause of the first loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, the most likely root cause of the second loss of power can be attributed to the reported disconnection of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.